Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. The reporter claimed that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the pump's black box showed no evidence of short battery life. The battery cap was unable to fully attach to the pump. The battery compartment was found to be cracked in multiple places. The pump's current draws were within specifications.